Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during implant of this pacemaker, the automatic threshold test had loss of capture for more than one beat. It was also noted that the test did not automatically stop, and the field representative manually stopped it. There was no electromagnetic interference (emi) noted in the room. The patient was programmed to a fixed output. The device remains implanted. No adverse patient effects were reported.